Event description:
During a routine shift check by a clinician, the device displayed "pacer disabled," "defib disabled," "pacer fault 116" and "defib fault 72" messages. There was no pt involvement in the reported malfunction.